Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels. Additionally, it reported that the insulin gauge was inaccurate and that the pump's usb port was bent resulting in difficulties charging the pump. Customer's blood glucose (bg) was 45 - 379 mg/dl. Customer consumed carbohydrates to address bg. Customer reverted to an alternate method of insulin therapy.